Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer alarm trace contained a liquid level detection (lld) noise alarm on the initial testing of the sample in question. The field service representative service ran analyzer performance testing which confirmed there was no issue with the analyzer. The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t gen5 stat elecsys result for one patient sample from the cobas e411 rack analyzer. The initial result was 116.8 ng/l with a data flag and was reported outside of the laboratory. A sample collected 2 hours later had a result of <6 ng/l and a sample collected 3 hours later had a result of 7 ng/l. The original sample was repeated with a result of 7.59 ng/l with a data flag and was corrected. The reagent lot number was 416799 with an expiration date of 30-nov-2020.